Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the surgeon back plane (sbp) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer-reported complaint. This unit was installed into the test system and ran 10 minutes sine cycle, 10 power cycles & was idle for 1 hour. Both master tool manipulators (mtms) worked fine without any issues. However, the sbp printed circuit assembly (pca) had oxidized, and the board will be scrapped. The other affected parts [ssc head sensors] involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint regarding loss of control using ssc1 was not confirmed based on the field evaluation and failure analysis, which indicated that the device did not contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, surgeon could no longer control the instruments using console 1. The surgeon moved to console 2 to proceed the case. Intuitive surgical, inc. (Isi) technical service engineer (tse) checked the logs and found no problems there. Due to previous problems the surgeon would like to see the console checked. The procedure was converted to another da vinci system with no reported injury to the patient. Isi followed up with the clinical sales representative (csr) and no further information could be obtained.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse looked at the wiring diagram since the surgeon side console (ssc) has a history of these issues with losing or having delay in master tool manipulators (mtm). The isi fse replaced ssc head sensors and surgeon back plane (sbp) as a part of troubleshooting process. The isi fse replaced the parts per the service manual but could not reproduce errors before as well as after repair. The isi fse called the nurse to confirm the system was working as intended. The isi fse decided to switch blue fiber cables on the sscs to check if the issue was due to blue fiber cables. If the issue moved to the other ssc, blue fiber cables will be replaced. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the sbp part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The ssc head sensors referenced in this complaint are scrap parts and will not be returned to intuitive surgical, inc. (Isi) for failure analysis. This complaint is considered a reportable event due to the following conclusion: the customer converted to another ssc after the start of the procedure due to issues controlling the mtm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.